Manufacturer narrative:
Event date: "around (B)(6) 2011". Death date: "around (B)(6) 2011". Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-04558, 2134265-2011-04564. It was reported that following a stenting treatment procedure, a patient death occurred. In (B)(6) 2008, the patient underwent a staged procedure. A 3.0x32mm taxus express2 stent was implanted in the proximal right coronary artery (rca) and seven days later two taxus express2 stents (3.0x16mm, 2.75x32mm) were implanted in the mid left anterior descending (lad) artery. In (B)(6) 2010, angiography revealed a 90% stenosis in the proximal lad and a 100% in-stent restenosis in the mid lad. In (B)(6) 2011, the patient underwent a stenting treatment procedure in the left main artery and lad. The left main artery had a 90% stenosed lesion and was mildly calcified and mildly tortuous. After pre-dilation, a 3.5x12mm non bsc stent was deployed at 12 atm's and post dilation was performed. The proximal lad was moderately calcified and underwent direct stenting with a 2.75x28mm non bsc stent deployed at 12 atm's and post dilation with a 3.75x8.0mm balloon inflated to 20 atm's. The mid lad was moderately calcified. Treatment used a guide wire which was exchanged with another guide wire using a catheter, pre-dilation with a 1.3x10mm balloon inflated to 18 atm's and a 2.75x15mm balloon inflated to 16 atm's, the placement of a 2.5x28mm non-bsc stent deployed at 10 atm's and post dilation using a 2.5x15mm balloon inflated to 24 atm's and a 2.75x15mm balloon inflated to 24 atm's. Residual stenosis was 0% for each lesion with good timi flow. After the patient was discharged from the hospital, the patient had been treated as an outpatient. In (B)(6) 2011, the patient had no chest pain when checked at the hospital. Approximately three days later, the patient's family found the patient had died at home. The patient was brought to a near by hospital which confirmed the patient had died of a sudden cardiac death. No autopsy was performed.